Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 6.4 mmol/l versus 8.4 mmol/l meter to lab. Tests were done within 10 minutes with a difference of 24%. Pt did not experience any adverse events.